Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The shaft of the express2 2.5x16mm monorail stent broke distally near the monorail portion of the hypotube. The device did not enter the pt's body. No pt complications occurred. The procedure was completed successfully using another express2 stent, same size. Add'l info regarding this event have been requested.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.